Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead dislodged during the implant procedure. It was noted the patient's myocardium was smooth and there was difficulty fixing the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.